Event description:
Per the clinic, the patient reported dizziness and tinnitus with device use. The device was explanted on (B)(6), 2011 and the patient was reimplanted with another device during the same surgery.

Manufacturer narrative:
This report is filed (B)(4), 2011.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).